Event description:
It was reported that during a gastrotomy procedure, after the device was fired, the cartridge fell out into the pt. It was noticed that there were malformed staples. The cartridge was retrieved through the twelve millimeter trocar.

Manufacturer narrative:
(B) (4) (B) (4). Eval summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with two cartridges present. Cartridge a was received partially fired and with the lockout spring damaged. Cartridge b was received fully fired. The device was tested for functionality with a test reload on two articulated positions and it fired, cut and formed the staples as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components, and the left articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required speciations. The cartridge was loaded in the device without any difficulties and did not fall out during functional testing. A batch record review was performed and no anomalies were found during the mfg process.